Event description:
Post operative data of a pt treated with the wavescan revealed an over correction of +2.00 diopter in the right eye and +3.00 diopter in the left eye at one month following treatment. Pt also is experiencing dry eye. Patient's best corrected post operative visual acuity in both eyes is 20/20.

Manufacturer narrative:
Wavescan software version: 3.901. The wavescan equipment was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.